Event description:
Customer describes incident of optimark reactions. During conversation with contrast media specialist, customer stated that they felt the reaction was not due to the contrast, but the tubing syringe product lines.

Manufacturer narrative:
Liebel flarsheim manufacturing report: all of our disposable products are approved for biocompatability and tissue culture responses before the product is introduced to the market. In this case, the le injector disposable products including pn801107 have had no design or material changes since being introduced in 2000. We have not had any occasion of a report of an allergic response with respect to this product or any disposable product in our many years of manufacturing experience. If there are further incidence reported of this nature, an investigation will be initiated.